Manufacturer narrative:
The complaint will be updated once the investigation is completed. Trends will be evaluated.

Event description:
Allegedly the retraction hold mechanism of the zelpi failed to hold in the required position. The small teeth were not holding. The surgeon had to find and improvise with an alternative instrument. The instrument was believed to be new when supplied in (B)(6) 2018 and has not been overused with only 2 cases average per month for the set. Surgery was extended greater than 30 minutes. Retractor has been replaced in hospitals set and returned to chester. Kit number: spthtra5.